Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that there was foreign matter in the tube. The following information was provided by the initial reporter: customer provided the other lot # they are having the same issue with. Lot 2321374. Are the tubes examined for damages prior to use? Yes. Are the tubes properly stored (4-25 degrees c, unless otherwise noted on the package label)? Yes. Customer problem: customer is reporting meldted plastic on the side of the side of the tube causing instrument have multiple errors. Affected lot number 2321374. Steps taken with customer/troubleshooting: customer stated they are receiving some tubes that have a piece of melted plastic on the side of the tube making one of their instruments have multiple errors. This is a problem, and they cannot be using these tubes for collections. They peeled the labels on the three tubes and all have different lot numbers that they could see. They need to pull them out of stock and check the stocks in the blue building. They are pretty sure it is not just every tube since all of the are from different lot numbers. Documented complaint and sent complaint questionnaire. Customer is reporting meldted plastic on the side of the side of the tube causing instrument have multiple errors. Affected lot number 2321374.

Manufacturer narrative:
H.6 investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged tubes was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of damaged tubes was not observed. The 100 retention samples were visually inspected with no damage to the inside of the tube being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tubes based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that there was foreign matter in the tube. The following information was provided by the initial reporter: -customer provided the other lot # they are having the same issue with. Lot 2321374. -are the tubes examined for damages prior to use? Yes -are the tubes properly stored (4-25 degrees c, unless otherwise noted on the package label)? Yes customer problem: customer is reporting meldted plastic on the side of the side of the tube causing instrument have multiple errors. Affected lot number 2321374. Steps taken with customer/troubleshooting: customer stated they are receiving some tubes that have a piece of melted plastic on the side of the tube making one of their instruments have multiple errors. This is a problem, and they cannot be using these tubes for collections. They peeled the labels on the three tubes and all have different lot numbers that they could see. They need to pull them out of stock and check the stocks in the blue building. They are pretty sure it is not just every tube since all of the are from different lot numbers. Documented complaint and sent complaint questionnaire. Customer is reporting meldted plastic on the side of the side of the tube causing instrument have multiple errors. Affected lot number 2321374.